Event description:
A malfunction alarm occurred on the pump, specifically alarm 20, during insulin pumping. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, but the cartridge alarm continued. No replacement pump was provided because the device was out of warranty.